Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, software version #: 2.1.0 h3, h6) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Archive has many exam but site used mr-5 and CT-1 exam for registration and performed trace registration using touch_trace type with an accuracy of 2.7mm, the cranium was chopped from the top and many trace points were found on the chopped area and in the air. Logs captured there was 1 session on the date of issue, site used stdfess procedure and the site performed many registration and the last registration was performed with an error metric of 2.7mm. Apart from that there was no abnormality observed related to the reported behavior. Suspecting loose skin and registration pattern might have caused the reported behavior. The information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. Hence closing this to ii. Software version 2.1.0, application. Codes b01, c19, and d15 apply. A23 applies to hcp) experienced difficulties registering during the procedure. A0908 applis to the pattern would not align with the anatomy and appeared on the lateral side of the 3d model. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the healthcare provider (hcp) experienced difficulties registering during the procedure. After initializing his trace, the pattern would not align with the anatomy and appeared on the lateral side of the 3d model, even after editing the threshold. Touch points were added but were unsuccessful. Switching the system to 3-point touch ultimately resolved the issue, although this setting is not typically needed. This caused a delay of less than one hour with no impact on patient outcome.